Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator assistant reported that the pt was re-admitted to the hospital due to hemolysis. No further details were provided to the MFR.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.